Event description:
Pump placed in service and connected to pt in 2009. Reported issues from clinic at disconnect two days later. Clinic reported underinfusion of 8ml which was left in 100ml cassette. Verified program as correctly set at 52ml/24 hours by clinic nurse. Pump returned to our location. Performed routine 20ml testing per manufacturer recommendation. Passed routine testing. Ran second test on pump in question to mimic clinic infusion. This testing showed greater than 6ml left in cassette at end of 46 hour infusion period. Spoke with representative from smith's medical pt monitoring department. They requested pump for further testing. Sent pump to smith's medical with formal complaint. Confirmed delivery received on 6-3-09.